Manufacturer narrative:
A surgery database performance verification was conducted on this system. The analysis determined that the laser performance factors analyzed were operating within specification at the time of this patient's surgery.

Event description:
A surgeon provided a spreadsheet of patient data, requesting assistance with data analysis. While reviewing the data, one patient was noted to have experienced a decrease of 2 lines bcva in the left eye. Additional information has been requested.